Event description:
During device evaluation, the baxter service technician reported finding an occurrence of failure code 810:11 in the event history of a colleague infusion pump. No patient injury or medical intervention was reported. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the condition of failure code 810:11 and determined the root cause to be a faulty air in line printed circuit board. The air in line printed circuit board was replaced to repair this condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4), the root cause investigation for the reported problem is in progress through mdq-CAPA-(B)(4).